Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had an allergic reaction from the beginning back when she was implanted with a neurostimulator in 1994 and remained present with all implants linked to this case. Patient reported they did not know it was an allergic reaction until around (B)(6) 2019. Patient had stim device removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the ins was explanted due to swelling over the ins, event date was unknown, stated as years ago. When the ins was removed on (B)(6) 2019, it was coated with a white substance. The patient described it to the caller as "almost like when the battery acid comes out" of a battery. The rep was not present at the explant. She states that the ins was sent to pathology and then given to the patient so it is in the patient's possession. The rep will either pick up the device from patient and send back in a return mailer or get a return mailer to the patient directly. The rep had very limited info. No further complications were reported/anticipated. Omitted information regarding pump explanted at some point as well, please see (B)(4) for pump explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had the device and was deciding on whether to return or not. Cause of the reported issue was not determined. Unknown if any actions/interventions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. Rep reported they did not have the results for the patho logy report. The patient was sent to infection control department but there was no infection found so patient is going to another allergy doctor. The rep reported the patient had an allergy skin patch test many years ago that was negative. Rep stated the explant was due to white substance issue.